Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the nurse reported the arctic sun device sparked by the plug when in use and shut down. The biomed then attempted to power back on when in biomed and said the power switch lights up but nothing comes on, they said it smells like burnt electronics.

Event description:
It was reported that the biomed stated that the nurse reported the arctic sun device sparked by the plug when in use and shut down. The biomed then attempted to power back on when in biomed and said the power switch lights up but nothing comes on, they said it smells like burnt electronics.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed power supply. The device was evaluated upon receipt. Replaced power supply with test power supply in decontamination. Replaced power supply. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.